Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a heartmate 3 (hm3) pump exchange with outflow graft reconstruction due to an outflow graft thrombus that was found on (B)(6) 2021 through a computed tomography angiography (cta). Additionally the patient had renal infarcts, splenic infarcts, and a cerebral vascular accident (cva). There were no episodes of bleeding. The patient also had an (B)(6). Their international normalized ratio (inr) was therapeutic and no changes to their pump parameters were made. Because of the thrombus, the patient experienced one low flow alarm and a stroke. The stroke was confirmed through a cta of the head and neck as well as a computed tomography (CT) perfusion. The patient experienced dysarthria, facial droop, and an altered mental status (ams). The patient was stable following the left ventricular assist device (lvad) exchange. The device would be returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The account communicated that the patient had an outflow graft thrombus confirmed through a computed tomography angiography (cta). Additionally, the patient had renal infarcts, splenic infarcts, and a cerebral vascular accident (cva). The patient also had an acute kidney injury (aki). According to the account, the patient experienced a low flow alarm, and a stroke was confirmed through a cta of the head and neck as well as a computed tomography (CT) perfusion. The account also reported that the patient experienced dysarthria, facial droop, and an altered mental status (ams). (B)(6) was returned assembled with the pump cable was severed approximately 6¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned detached from the device. The sealed outflow graft bend relief, outflow graft clip, and the apical cuff were not returned (figure 1). Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30mar2017. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists pump thrombosis, renal dysfunction, and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information provided. The manufacturer is closing the file on this event.